Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it took a long time for telemetry to complete on his personal therapy manager (ptm) which had been getting worse over time. In some cases, it will time out and he has to restart. The company representative (rep) brought the healthcare provider (hcp) on who said she tried a bolus with the patient, and it took about 5 minutes to complete. Walked through clearing pds data to see if that would resolve issue. The hcp confirmed that it was much faster after clearing the data. The pds version 1.0.828. Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that when the storage full, it caused a delay in telemetry.